Event description:
The following description of the event was documented by a viasys tech support specialist in response to a phone conversation with a user facility representative. "[User facility] called to report that this vent suddenly stopped on a pt. The alarms went off notifying that the driver had stopped, so the rts quickly switched the pt to another 3100a vent. No pt compromise. After shutting off, a burning odor came from the driver. The vent was taken to the biomed department. Al explained that he tried to duplicate the complaint and he could not event start the driver. With everything plugged in, the vent turns on, but with pressure, the driver does not start. He does notice a burning smell coming from the back of the driver." The following additional information concerning the event and the condition of the pt was copied from a letter from the user facility that was in response to a letter sent by viasys requesting additional information. "Oscillator alarmed, then stopped working. Strong burn smell coming from unit was sensed. [Patient] remains on ventilator support."

Manufacturer narrative:
The viasys field service rep evaluated the device and determined that the root causes of the reported event were a faulty driver assembly and a faulty driver power module. The viasys field service rep. Replaced the affected components and ran the device through a complete calibration and checkout to ensure that it meets all factory specifications. Upon completion, the unit was returned to the customer's control ready to be placed back into service.